Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. Correction: d4 expiration date (update to n/a) and UDI #. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed and hair was observed inside the packaging; however, outside the fluid path. The reported condition was verified. The cause was related to the manual assembly process during manufacturing. Particulate outside the fluid path is not likely to cause or contribute to a death or serious injury and does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) in an extension set luer lock adapter. The pm was described as hair inside the product. This was observed prior to patient use. There was no patient involvement. No additional information is available.